Event description:
It was reported that 3 3/10 ml bd safetyglide¿ insulin syringes with attached needles experienced product damage while still considered operable. The following information was provided by the initial reporter: material no: 305935, batch no: 0141112. I'm going to have this lot # pulled from the supply rooms tomorrow and segregated. Writer attempting to pull up insulin into 30 unit bd safetyglide (3/10ml 29g x 1/2) syringe using aseptic technique, writer pulled on plunger/plunger flange when flange (flat head) popped off. Writer assumed handling by writer was the cause, old syringe discarded and a new one was used, writer repeated step and the same event occurred twice more. Writer is concerned that flange head is not the only part of the syringe that may come loose during administration of med and cause harm to patients/staff.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0141112. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 3/10 ml bd safetyglide¿ insulin syringes with attached needles experienced product damage while still considered operable. The following information was provided by the initial reporter: material no: 305935 batch no: 0141112. I'm going to have this lot # pulled from the supply rooms tomorrow and segregated. Writer attempting to pull up insulin into 30 unit bd safetyglide (3/10ml 29g x 1/2) syringe using aseptic technique, writer pulled on plunger/plunger flange when flange (flat head) popped off. Writer assumed handling by writer was the cause, old syringe discarded and a new one was used, writer repeated step and the same event occurred twice more. Writer is concerned that flange head is not the only part of the syringe that may come loose during administration of med and cause harm to patients/staff.